Event description:
Spacemaker plus dissector system was faulty during procedure. The balloon end was not inflating inside the abdominal cavity. A new device was opened and the procedure was completed successfully. No harm came to the patient. Manufacturer response for laparoscope, general plastic surgery, spacemaker plus (per site reporter). Information was sent to quality and field rep. Awaiting reply and return kit.